Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the transmitter's power cord was fried. The transmitter was replaced. The patient condition was unknown.